Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged unexpected battery power loss or replace battery alert/replace battery now alarm found on (B)(6) 2021. Also, on (B)(4), svn#: (B)(6) - customer returned insulin pump for an alleged pump error 63 alarm found on (B)(6) 2021 and on (B)(4). , svn#:(B)(6) - customer returned insulin pump for an alleged unexpected suspend anomaly found on (B)(6) 2021. The insulin pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08725 inches. However, the pump had a high sleep current measurement. Device was programmed with a test guardian link (3) sensor and the glucose sensor simulator. Programmed the sensor low settings for 90 mg/dl and turned the alert on low, suspend on low, suspend before low and resume basal alerts on. Pump was monitored, the glucose sensor simulator blood glucose level was lowered, and the alert on low, suspend on low, suspend before low and resume basal alerts activated at 90 mg/dl properly with audio alerts. No absence of alerts or suspend anomaly noted. No unexpected suspend anomaly noted. Successfully downloaded history files and traces using thump. Pump error 63 alarm was recorded and found in the formatted history files on (B)(6)2021 02:36:56.000 due to radio frequency driver anomaly, suspected on hw. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage and loaded voltage were within specification range. No alarms or alerts noted during the testing. No alarms/alerts or unexpected battery power loss or replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board 1, electrical board 2, force sensor, motor and vibrator assembly noted. The original electrical board 2 was installed in a test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and continued testing. The insulin pump failed the sleep current measurement. The original electrical board 1 was installed in a test electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and continued testing. The insulin pump passed the sleep current measurement. The insulin pump had a high sleep current measurement, problem isolated on the electrical board 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. Unexpected suspend anomaly was not confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm was confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm, problem isolated on the electrical board 2. Pump error 63 alarm was confirmed. Pump error 63 alarm due to radio frequency driver anomaly, suspected on hw. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had replace battery alert. Customer stated that the insulin pump did not give low battery alert prior to replace battery alert. In the second occurrence there was replace battery alert without low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.